Event description:
The customer alleged two aer units were leaking "green fluid" (cidex opa) from underneath. The customer stated that no injuries were involved. The units were not in use. The customer requested an asp field service engineer (fse) to examine the units.

Manufacturer narrative:
.